Event description:
A us distributor reported that a patient was experiencing check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed a falloff test. The q1 component on ECG "d" is defective. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged electrode belt.